Event description:
It was reported to boston scientific corporation that a wallstent super stiff guidewire was used during a colonic metal stent placement procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure outside the patient, the nurse noticed that the guidewire had an extended floppy tip. On examination, the covering was coming away from the wire. The procedure was completed with another wallstent super stiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the core wire was fractured. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: a visual examination revealed the core wire was fractured. The fractured area shows indications of tensile overload located 0.6875mm from the distal tip weld mass. The specimen also presents numerous bends/kinks and extensive coil stretching of varying severity over the length of the specimen. All joints appear to be correct and intact by both visual examination and non-destructive testing. Scraped ptfe coating was observed at 38.7 to 38.8cm from the distal tip. The condition of the returned incident device was consistent with the complaint that the device had an "extended floppy tip" and that "the covering was coming away from the wire" . The most probable root cause is undeterminable. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database was performed and no anomaly was found. This event has been deemed a reportable event based on the investigation results; (the core wire was fractured).